Manufacturer narrative:
Submit date: 2/8/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 1/27/2017 that a customer had an issue with an enteral feeding pump. The customer reports the unit is not audible and there is no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿unit is not audible, and there is no alarm.¿. The unit was triaged and the reported issue was confirmed. It was noticed that the leads of the amplifier had bent leads. This is the part of the audio circuit and is believed to be the probable root cause. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.